Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. Evaluation: the reported backup vvi was confirmed in the laboratory and was due to a single bit flip in the product code. After the product code was downloaded, normal function resumed. The cause of the single bit flip could not be determined.

Event description:
It was reported that the patient presented for a follow up. The pulse generator exhibited backup vvi operation. The device was explanted and replaced.